Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, iratio: 1.4 and lab: 3.1. Time between testing was reported as 2 hours. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Improper techniques were identified by the user. Improper techniques may lead to inaccurate inr. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user: date: (B)(6) 2013, inratio result = 1.4; reference result = 3.1, mean = 2.25, confidence limits = 1.4 - 3.1. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The last in-house therapeutic donor testing performed on reported lot 301621 on 06/06/2013 yielded the following results: (B)(4). All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusions: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer 's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.